Event description:
It was reported that during a dc use it was observed that the catheter was sticking to the inside of the introducer (reference medwatch #6000002-2008-09323). While attempting to remove the catheter from the introducer the catheter broke at the 30cm depth. The nurse was quick enough to retrieve the broken piece with hemostat. The patient went to the cardiac catheter lab to have the catheter removed. It has not been confirmed that all pieces were removed.

Manufacturer narrative:
Device not returned.